Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with unspecified antibiotics (dose, route, frequency, and duration not reported) for the peritonitis. The patient was discharged from the hospital after nine days. At the time of this report, the patient was recovering from the peritonitis with ongoing treatment. Physioneal therapy was ongoing. No additional information is available.